Event description:
Pursuant to info rec'd from the physician, the pt was implanted with device 2/28/96. On 3/18/96 the physician noted extrusion in the pt's breast. No add'l info regarding this occurrence is available at this time. The MFR will request the request the return of the device for eval purposes and will continue its investigation of this occurrence.